Manufacturer narrative:
H3: device analysis found that the customer complaint confirmed, the unit for one minute at 80,000 rpms tested, the results was: rear: 88°f; middle: 96°f; nose: 142°f. The motor was loud and does not run smoothly. The bearings and the o-rings were worn, the middle housing was damaged and the output shaft was worn. Incoming safety test: failed, the cable must be replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use the device heats up after using it for more than a minute and not working properly. There was no patient impact.